Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and pelvitex were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with tah, bso, abdominosacral colpopexy and rectocele repair due to second-degree uterovaginal prolapse, second-degree rectocele, first-degree cystocele and sui. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystourethroscopy. It was reported that patient underwent laparoscopy, lysis of adhesions, conversion to open laparotomy with lysis of adhesions and small bowel obstruction on (B)(6) 2011. It was reported the patient underwent removal of mesh, repair of rectovaginal fascia, lysis of adhesions, rectal resection of rectum and reanastomosis, cystoscopy on (B)(6) 2013. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.